Manufacturer narrative:
.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device met all specifications. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the perforator driver device "could not be inserted". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.